Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. As only one component from the subject device was returned for evaluation the cause for the reported condition could not be reliably determined.

Event description:
During a herniorraphy procedure, reportedly the instrument leaked. The surgeon applied another device. The hosp reported that no pt injury had occurred.